Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd sst blood collection tube. The following information was provided by the initial reporter, "-it is reported customer experienced elevated potassium levels. Post-market survey verbiage received, - "about 10% of sst gold top intermittently show high potassium levels; "been going on for years." Bd rep was out there on site. Cause unknown. Just got new clients & did another analytic test & same problem in sst tube. Also, had false positive hep b surface antigen; repeated with new specifications and it became negative." Cause unknown. "

Manufacturer narrative:
H.6. Investigation summary. The customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that erroneous results occurred after use with a unspecified bd sst blood collection tube. The following information was provided by the initial reporter, "-it is reported customer experienced elevated potassium levels. Post-market survey verbiage received, - "about 10% of sst gold top intermittently show high potassium levels; "been going on for years." Bd rep was out there on site. Cause unknown. Just got new clients & did another analytic test & same problem in sst tube. Also, had false positive hep b surface antigen; repeated with new specifications and it became negative." Cause unknown.".